Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-02073. It was reported the patient lost effective coverage. It was noted that one of the leads had high impedance and x-rays revealed that one of their leads had migrated. Troubleshooting was unable to provide effective coverage. As a result, the patient may undergo surgical intervention at a later date to address the issue. It is unknown which lead has the high impedance and migrated, so both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.